Event description:
New information received notes that there was no bluetooth reset performed when the implantable cardioverter defibrillator was being restored, indicating that it was restored upon interrogation.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. A bluetooth reset was performed, and the ICD was restored. There were no patient consequences reported.